Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was deployed. While retraction, the delivery catheter mandrel was still attached to the clip. Troubleshooting was performed and was successful. The mr was decreased to grade 2-3 post procedure. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported retraction problem (dc handle - retraction) or difficult or delayed activation (clip deployment). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult dc handle retraction is a cascading event of the difficult clip deployment. A cause for the reported difficult clip deployment could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was deployed. While retraction, the delivery catheter mandrel was still attached to the clip. Troubleshooting was performed and was successful. The mr was decreased to grade 2-3 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.